Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Device not yet returned to zoll.

Event description:
It was reported that during a routine shift check the autopulse platform s/n (B)(4) displayed a user advisory 45 (not at "home" position after power-on/restart) error code. The customer was unable to clear the user advisory 45. There was no patient involved with this event. No additional information was provided.

Manufacturer narrative:
The autopulse platform (s/(B)(4)) was returned to zoll for evaluation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the top, motor and encoder covers were damaged. The battery partition cover was also missing. . The damages observed during visual inspection are not related to the reported complaint. Additionally, the autopulse platform is a reusable device and was manufactured prior to 2010. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device. A review of the platform archive log showed multiple user advisory (ua) 41 (patient temperature sensor failure) on (B)(6) 2015 which was the last power up date of the platform. Additionally, there were no ua45 (not at "home" position after power-on/restart) in the archive data. The platform was functional tested and the autopulse exhibited user advisory ua12 (lifeband not present) message. The lifeband switch assembly was adjusted to parallel position to remedy the ua 12 message. In summary, the customer's reported complaint of autopulse displaying ua 45 was not confirmed during archive review or functional testing. However, during functional testing the platform displayed ua 12 which was remedied by adjusting the lifeband switch assembly to parallel position. The platform was tested on a manikin for approximately 30 minutes and no fault or error messages were observed. Additionally, temperature sensor was replaced as precaution and the sticky clutch plate was deburred.